Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the patient experienced serious injury. The pigtail of the flexima apdl remained locked even in an unlocked position. Consequently, a serious injury occurred due to the difficulty in removing the pigtail drain. No further patient complications reported.